Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported by a health care professional (hcp) that the minute ventilation feature was disabled, due to minute ventilation oversensing, on the right atrial (ra) lead port of this pacemaker. Lead impedances are stable for both ra and right ventricular (rv) leads. However, there were 2 spikes in rv impedance to 1000 ohms and 1300 ohms, in (B)(6) 2019. The ra and rv leads are from another manufacturer. Additionally, there are atrial tachy response (atr) events with atrial pacing inhibition seen for up to 10 seconds, at a time. The patient is normally atrial paced and has an intrinsic beat in the ventricle, but during the atrial pacing inhibition, there is ventricular pacing, so the patient has support and a loss of synchrony. It was noted that the episodes occur between 21:47 and 22:54 on various days of the week. Technical services suggested asking if there were any change in sleeping location or other known electromagnetic interference (emi) in the late evening times or this could be a spring contact issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.